Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. All buttons functioned properly. No scrolling numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump suddenly stopped responding to buttons. The insulin pump over-delivered insulin. The insulin pump started to give 299 units instead of 25 units (which was programmed). The customer's parents tried to suspend the insulin delivery, but the buttons were not responsive. The insulin pump ignored the max bolus. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.